Manufacturer narrative:
Radiometer investigations was able to determine use error, as while the measurement was running, the operator opened the inlet and placed a sampler in flexq simultaneously. Hence the root cause is use error.

Event description:
According to the complaint, on jun 20th, the customer did a capillary sample measurement on the abl800 flex analyzer (serial number: (B)(6)), and they input their access number manually. After the measurement, the status on the analyzer is okay, but the measurement parameter is blank and did not display all the parameter results.